Event description:
It was reported that the device was giving carbon dioxide 2 sensor error. No patient injury was reported.

Manufacturer narrative:
The device history record (DHR) review was not applicable or relevant because the results of the complaint investigation do not indicate a problem with the initial manufacture or prior repair of the device. The product was returned for evaluation. Visual and functional testing were performed. The device was in excellent physical condition. The reported complaint was not duplicated. The root cause of the reported issue was found to be impact. The valve was replaced. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).